Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during use. No injury occurred.

Manufacturer narrative:
Dentsply (B)(6) china. Event cause analysis description mentioned by doctor: the motor was damaged. Replace the new motor and the equipment can be used normally. This issue has been reported as adverse event in china ae monitoring system. 1. Information from ds china maintenance center: goods issue date: 2018-11. Within warranty: no; maintenance record: the customer did not send for repair after occurrence date.